Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a broken lcd.

Manufacturer narrative:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was displaying large black dot on lower right corner of upper display. No patient involvement. A getinge field service engineer (fse) verified black dot on screen. Replaced top display lcd .ran and passed all performance and function tests. Unit cleared for customer use.